Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out-of-range shock impedance measurement of 128 ohms. Presenting electrogram showed normal device operation. This system remains implanted. No adverse patient effects were reported.